Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 1100 mg/dl. It was stated that the customer also had cardiac arrhythmia. The customer had been vomiting for two days prior to the event. The customer's blood glucose could not be controlled with the insulin pump, and it was removed at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.